Manufacturer narrative:
(B)(4). Concomitant products: catalog number:xl-105914 lot number:366420 brand name: arcomxl 36mm rlc lnr hw. Catalog number:650-1057 lot number:3094040 brand name: cer bioloxd option hd. Catalog number:650-1064 lot number: 3100139 brand name: cer option type 1 tpr. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to polyethylene wear approximately 15 years post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 visual examination of the provided pictures identified the liner has damage, deformation, and flaking. Review of the radiographs provided the following: overall size of both implants is appropriate. Polyethylene wear of the acetabular cups is noted. There are no other concerns or issues identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.